Manufacturer narrative:
The reported events of oversensing noise and suspected lead damage were confirmed. As received, a partial distal portion of the lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the external insulation abrasion found which is consistent with friction to the device can.

Manufacturer narrative:
Additional information was requested but is not yet available.

Event description:
Related manufacturer report number 2017865-2021-36379. During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right atrial (ra) and right ventricular (rv) leads. The physiologist alleges ra and rv lead integrity issues. Diagnostic imaging was performed but revealed no anomalies. The event was resolved by explanting and replacing the ra and rv leads. The patient was in stable condition.